Event description:
It was reported that there was oversensing on the atrial lead, with p-waves being double-counted intermittently. It was also reported that the ventricular lead thresholds have risen from 1.0 v at 0.40 ms to 2.25 v at 0.40 ms, and r-waves are "chronically low", now at 1.0 mv. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.